Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath was selected for use. A long wire was advanced and placed in the svc. Over that wire, the faradrive was inserted and the physician tried to advance the device up to the right atrium without success. A short sheath and wire were used to try to reach the ivc without success. The physician moved to the left femoral vein, but again was not successful to wire up to the ivc. The procedure was cancelled as it was not possible to get access to the right atrium. The device is not expected to return for analysis. This event is being reported due to a procedure cancellation with the patient sedated.